Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head was not working. The issue was found during reprocessing. There were no reports of patient harm or involvement as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed, error 224 was found due to a bad cable unit connector. The most probable cause of the identified failures was cause traced to component failure, which was an expected or random component failure without any design or manufacturing issue. A device history record (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was not working. The issue was found during reprocessing. There were no reports of patient harm or involvement as a result of this event.